Event description:
Medtronic received information that during the implant of this 18mm aortic mechanical valve implanted in the mitral position, it was also reported that "the valve was implanted in the mitral position up-side down. A regurgitation test during implantation discovered one leaflet was stuck and regurgitation had occurred". It was noted by the physician that there was a possibility of interference with subvalvular tissue and patient anatomy that may have caused the impingement. The regurgitation was resolved by rotating the valve within the annulus and the valve remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.